Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This mfg follow-up #2 for mfg report number 8010042-2021-02819 was created by mistake. Therefore, for evaluation results and manufacture¿s narrative, please refer to mfg follow-up #1.

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. The evaluation of received device logs confirms the generation of the reported technical error codes once on november 07, 2021. The visual inspection of the returned control printed circuit board (pcb) showed no anomalies. The testing of the returned control pcb has not reproduced the reported problem. Three pre-use checks and seven days of simulated use test ventilation passed successfully. Previous investigations of similar events have shown that the emmc memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent the event are planned to be implemented in an upcoming software release.

Event description:
Manufacturer's ref. #: (B)(4).